Event description:
The patient experienced loss of therapeutic effect, intermittent stimulation, overstimulation and shocking. The stimulation sensation was 'slowing down' and didn't feel right. The patient increased the rate of stimulation with the patient programmer, but started feeling strong stimulation down her leg. The device was reprogrammed by the hcp about 4 days later. The hcp indicated that the implantable neurostimulator was replaced due to the battery 2 days after reprogramming. The patient outcome was reported as 'no injury'.